Event description:
Revision of his left cochlear implant following a failure of this device in (B)(6) of this year. He was originally implanted on (B)(6)2015 (flex 28; s/n: (B)(4)). On (B)(6)2017 while being seen for an appointment all electrodes read as "hi" when measuring impedances and no ground path impedance value could be measured. Today, (B)(6)2017, this device is being explanted and a new synchrony flex 28 cochlear implant (serial #(B)(4)) is being placed in his left ear. All electrodes were inserted and no complications were reported. (B)(4) from med-el surgical support were both present for today's surgery.